Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, resulting in hyperglycemia. On (B)(6) 2022 the customer received a blood glucose result of 250 mg/dl. The customer changed the pump accessories and delivered a correction bolus, however blood glucose did not decrease. The customer called an ambulance. The blood glucose result and treatment provided by the emt's was not provided. The ambulance transported the customer to the hospital. At the hospital the customer was diagnosed and treated for diabetic ketoacidosis. The type of treatment given was not provided. It is unknown how long the customer was hospitalized. At the time of the report the customer was home and recovered.